Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826653) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Failure analysis for this complaint was performed through visual inspection of the customer-provided photo; however, we were unable to confirm the reported issue based on the provided photo. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2025. On (B)(6) 2025, cerebrospinal fluid (csf) leakage was observed around the ventricular drainage tube. Upon close inspection, a 3 cm crack with fluid leakage was found along the ventricular catheter at the 11¿14 cm marking. It was determined that retaining the catheter posed a risk of intracranial infection. Therefore, the catheter was removed without replacement.